Manufacturer narrative:
The service engineer attempted several times to gain access to the system so an investigation could be conducted. Repeatedly, the system was in use and unavailable. The customer did reset the circuit breaker thereby enabling its usage. The customer intended to contact ge when the system became available.

Event description:
The customer reported the system failed to emit fluoroscopy x-ray. No report of pt injury.